Manufacturer narrative:
The product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. The manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.attempts have been made to obtain missing information; however, to date, no response has been received.

Event description:
It was reported a tecnis toric intraocular lens (iol), model zct225 18.0 diopter, was explanted on (B)(6) 2017. No additional information was provided.